Event description:
During an anterior cruciate ligament (acl) repair utilizing the endobutton cl ultra pac, 1.2, (which includes a 4.5mm over drill and a 2.4mm guide wire), it was reported that fragments from the drill tip broke off inside the patient. The broken drill tip fragments; that remain in the patient, were not discovered until a post-operative x-ray taken after the patient was discharged.

Manufacturer narrative:
One p/n 90504659 drill, endoscopic, cannulated 4.5mm from the endobutton cl ultra pac, 1.2 was returned for evaluation of the reported complaint mode, ¿broken drill tip¿. The additional components of the kit were not returned. A visual evaluation of the device confirmed that the tip of the device had broken off of the drill and was not returned for evaluation. Due to the returned condition of the device, a dimensional and functional evaluation could not be performed. No root cause related to the manufacture of the device can be established. No further investigation is warranted at this time. A review of the device history records was performed which confirmed no inconsistencies. (B)(4).